Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator has fio2 fault messages. There was no patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: unable to duplicate the reported fio2 fault alarm. Unit passed all bench testing. During event trace we found a "fread" error. As a resolution main board will be replace to correct this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.